Event description:
On (B)(6) 2013, it was reported that the patient was implanted last week and has developed significant swelling at the site of the generator incision. The neck/ lead incision site was reported to be okay. The physician planned to remove the generator and do one or more I and d (incision and drainage) to reduce swelling and hopefully eliminate any possible infection. However, follow up indicated that the generator was not removed and only the incision and drainage was performed on (B)(6) 2013 of the neck. It was stated that the relationship of the infection to vns was not likely and that there was likely patient manipulation or trauma which occurred related to the patient's tracheostomy. The infection was first observed on (B)(6) 2013. No additional information has been provided.

Event description:
On (B)(6) 2014 the physician¿s office reported that the patient¿s infection was a result of the vns surgery. The patient¿s device was removed (B)(6) 2013 and the patient then had an incision and drain (ind) procedure done on (B)(6) 2013. The patient was then re-implanted on (B)(6) 2013. The infection cleared up with antibiotics after the ind procedure. There have been no further complications from this issue and the patient is doing fine. The physician¿s office however also noted that the patient has cerebral palsy and has a tracheotomy tube and that it is possible that the tracheotomy tube led to the infection developing. The patient is not experiencing any lingering effects from the infection or their vns device and the patient¿s family is satisfied with how the vns therapy has turned out.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.